Manufacturer narrative:
Additional information was received indicating the patient had a micro-perforation which resulted in the tamponade. A revision procedure was successfully completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead had a pericardial window placed due to tamponade. On the CT scan it appear as thought this lead may be out of the atrium however was not confirmed. On the presenting electrogram (egm) there were no atrial markers. Sensitivity was adjusted and again no atrial sensing was observed. In dddr 50 there was no atrial pacing however premature ventricular contraction (pvc) and left ventricular sense markers were noted. Boston scientific technical services (ts) discussed the timing cycle and that the ventricular to atrial interval doesn't time out and therefore there is no atrial pace. The pvc was present due to no intrinsic atrial activity being sensed between two consecutive ventricular sensed events. The device was programmed to ddd with the atrial sensing programmed off. No additional adverse patient effects were reported.